Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk.

Event description:
The customer called to report that the drive support cap was loose. The reported blood glucose reading at the time of the call was 300 mg/dl, and was treated. Advised the customer that the insulin pump would be replaced. Nothing further was reported.